Event description:
Per the clinic, the device was explanted on (B)(6) 2026 due to skin irritation, tenderness and performance decrement. There are no plans to reimplant the patient with another device as of the date of this report.